Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had uremia and one day after the peritoneal dialysis catheter had been indwelled, the patient found fluid leakage at the titanium connector. After the outpatient service/consultation visit, the interface of the pd catheter (fluid leak at the titanium connector) was found to be damaged or has a crack, and peritoneal dialysis could not be performed. The event did not result to the patient having any infections including peritonitis. The catheter was repaired by trimming the damaged part of the short tube of the catheter and immersing in iodophor for disinfection, they reconnected the titanium connector and connected the external short tube. They continued to use the catheter and issue was resolved. The insertion site was treated with iodophor disinfection prior to product placement. They flushed the lumens prior to use and had a normal outcome. Nothing unusual was observed on the device prior to use, no other products were being utilized with the device and no excessive force was used on the catheter. Normal saline was the cleaning agent used to clean the catheter in its entirety. There was no ointment utilized at the exit site. An ordinary sterile gauze was utilized as a wound dressing and it did not include any cleaning agents or antimicrobial properties. The c leaning agent was allowed to dry thoroughly prior to dressing the area. The patient was responsible of cleaning the device for catheter maintenance. The cleaning agent was never switched over the life of the catheter and it was never mixed. Sepsiderm was not used to clean the catheter. The patient did not use any type of cleaning agent/antibiotic on the catheter. There was no protocol change for cleaning agents used recently. There was no blood loss and no blood transfusion required. The patient had recovered and there was no reported patient injury.

Manufacturer narrative:
Correction: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had uremia and 1 day after the peritoneal dialysis catheter had been indwelled, the patient found fluid leakage at the titanium connector (competitor's). After the outpatient service/consultation visit on the same day, the interface of the pd catheter was found to be damaged or has a crack, and peritoneal dialysis could not be performed. The event did not result to the patient having any infections including peritonitis. The catheter was repaired by trimming the damaged part of the short tube of the catheter and immersing in iodophor for disinfection, they reconnected the titanium connector and connected the external short tube. They continued to use the catheter and issue was resolved. The insertion site was treated with iodophor disinfection prior to product placement. They flushed the lumens prior to use and had a normal outcome. Nothing unusual was observed on the device prior to use, no other products were being utilized with the device and no excessive force was used on the catheter. Normal saline was the cleaning agent used to clean the catheter in its entirety. There was no ointment utilized at the exit site. An ordinary sterile gauze was utilized as a wound dressing and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The patient was responsible of cleaning the device for catheter maint enance. The cleaning agent was never switched over the life of the catheter and it was never mixed. Sepsiderm was not used to clean the catheter. The patient did not use any type of cleaning agent/antibiotic on the catheter. There was no protocol change for clean ing agents used recently. There was no blood loss and no blood transfusion required. The patient had recovered and there was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient found fluid leakage at the titanium connector of the peritoneal dialysis catheter that had been indwelled for one day. After the outpatient service/consultation visit, the interface of the pd catheter (fluid leak at the titanium connector) was found to be damaged or has a crack, and peritoneal dialysis could not be performed, which may easily lead to peritonitis. However, it did not resulted to any infection to the patient including peritonitis and uremia. The catheter was repaired by trimming the damaged part of the short tube of the catheter and immersing in iodophor for disinfection, they reconnected the titanium connector and connected the external short tube. They continued to use the catheter and issue was resolved. The insertion site was treated with iodophor disinfection prior to product placement. They flushed the lumens prior to use. Nothing unusual was observed on the device prior to use, no other products were being utilized with the device and no excessive force was used on the catheter. Normal saline was the cleaning agent used to clean the catheter in its entirety. There was no ointment utilized at the exit site. An ordinary sterile gauze was utilized as a wound dressing and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The patient was responsible for catheter maintenance. The cleaning agent was never switched over the life of the catheter and it was never mixed. Sepsiderm was not used to clean the catheter. The patient did not used any type of cleaning agent/antibiotic on the catheter. There was no protocol change for cleaning agents used recently. There was no blood loss and no blood transfusion required. The patient was recovered and there was no reported patient injury.